Manufacturer narrative:
(B)(4). Only event year known: 2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained:prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Response: I don't have any other details at this time. The device will not be returning.

Event description:
It was reported that a linx device was explanted on (B)(6) 2020 due to ongoing dysphagia. The patient had previously been dilated twice.